Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported during pm implant the lead was placed in the right atrium, psa measurements showed good sensing, but no capture at 5 volts/0.5msec. Different places were tried with the same result, sometimes there was capture but only at high output. Al necessary troubleshooting was done with respect to analyser cables. The lead was not used. Finally a new lead was used, however with same results. Pm was connected and programmed in vdd mode. There were no patient complications reported as a result of this event.